Event description:
An ophthalmic surgeon reported that the irrigation fluid busted out of the infusion cannula tip, when he switched to liquid substitution from air substitution, causing the patient's retina to rupture during a vitrectomy procedure. A laser treatment was performed to resolve this issue and the surgery was completed. The product sample was not retained. No further information is expected.

Manufacturer narrative:
The product sample return not expected. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number, the device history record (DHR) and lot history could not be reviewed. In addition, a visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. (B)(4).